Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was observed that the battery pin was broken. After replacing the battery pin, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that a battery pin on their device was pushed in. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.